Event description:
Healthcare professional reports two cracked venous headers near the threads during reprocessing. Health care professional reports both dialyzers reused 30 times. Health care professional reports no pt injury.